Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he sees halos which make it difficult at night and that he is unable to read near without glasses. He uses readers +2.50 which help; but he expected he would not have to wear glasses anymore after the implants. He has discussed these issues with his surgeon who gave him medications for his dry eyes. The consumer stated that these medications have not helped. The consumer would like to have the lenses exchanged; however, his surgeon is unwilling to do so and has referred him to a specialist. The consumer opted not to see the specialist to whom he was referred. In a f/u with the consumer, he reported that he continues to see halos and that his vision is getting worse. He reported he will be seeing another surgeon. Add'l info has been requested from the implanting surgeon. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 by phone, fax and mail. A completed questionaire has not been received. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).